Manufacturer narrative:
H3: product analysis: evaluation determined that broken tool was confirmed was confirmed. The likely cause of failure is due tool was used with failed bearing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that device with the allegation of broken cutter. No patient impact reported. Repair escalated to product event on evaluation due to broken tool.

Event description:
It was reported that device with the allegation of broken cutter. No patient impact reported. Repair escalated to product event on evaluation due to clarification.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: a va12, serial/lot#: (B)(6), UDI#: (B)(4), h3: product analysis (pli- 10): evaluation determined that the broken cutter. The likely cause was identified as bearings are corroded. It was also noted that the piece of burr was stuck in the tube, tube is worn, color ring is scratched, laser markings are faded, tube spacer is deformed. H3: product analysis (pli- 20): no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that device with the allegation of broken cutter. No patient impact reported. Repair escalated to product event on evaluation due to clarification.

Manufacturer narrative:
Product analysis: evaluation determined that broken tool was confirmed was confirmed. The likely cause of failure is due to failed bearing, which led to heat generation and fracture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.